Event description:
It was reported that the charger cable for the ilet system would not remain securely connected to the charging pad, resulting in a charging problem for the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.